Manufacturer narrative:
Additional information was received that the location of the discomfort was at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot/serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient¿s devices were explanted due to uncomfortable positioning and the patient had no desire for repositioning. Device malfunction was not suspected. The explant procedure went well.

Event description:
A report was received that the patient¿s devices were explanted due to uncomfortable positioning and the patient had no desire for repositioning. Device malfunction was not suspected. The explant procedure went well.